Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient fell resulting in a loose and broken stem, pain, corrosion, and the sleeve was noted to be easily removed. No labs were provided for the alleged high metal ions. Part/lot is being updated and the sleeve is being reported. The complaint was updated on: (B)(6) 2015.

Event description:
Patient was revised to address a broken stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The complaint database search identified a previous related report against lot 2424688. Previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide complaint database search found no additional related reports against the remaining provided product code/lot code combination(s). Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.